Event description:
It was reported that catheter break occurred. The 80% stenosed target lesion was located in the severely calcified left lower limb deep vein. An angiojet solent omni catheter was selected for a thrombectomy procedure. During unpacking, it was noted that the catheter was fractured at the middle of the golden catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.